Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the battery longevity of the implantable cardioverter defibrillator (ICD) did not meet expectations. The ICD re mains in use and will be replaced soon. No patient complications have been reported as a result of this event.